Manufacturer narrative:
.

Event description:
It was reported that, per telemetry strips, the pt's device had a motor stall caused after having an MRI. Telemetry strips showed motor stall recovery at interrogation of the pump. The pump was not checked post MRI. The pt was asymptomatic and no volume discrepancy was reported. The drug in the pump was baclofen at a concentration of 250 mcg/ml and a dose of 51 mcg/ml per day.